Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and missing the reservoir tube o-ring. A test reservoir was installed and did not lock into place due to complete broken reservoir tube lip noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that sometimes the reservoirs come loose from the reservoir compartment. The customer's blood glucose reading was 84 mg/dl customer stated that sometimes the insulin pump has been dropped. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.